Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-33, lot# v806787, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient¿s current implantable neurostimulator (ins) was not acting like the others she had. The patient had more pain at the ins site and her right big toe had been numb since implant. When the patient lied back against her pillows the ins site felt like a shocking sensation, but it did not hurt. The patient also felt the ins moving, like the scar tissue had not yet secured it. No intervention or patient outcome was provided, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #3004209178-2014-15383 as the patient¿s previous ins was removed due to ins site discomfort.